Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the navigator access sheath was noted to be too slippery causing ureteral damage. The patient had to be treated for the ureter damage; however, details of the post operations was still uncertain. Attempts to obtain additional patient and procedure information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.